Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a fracture of the stent catheter occurred. The patient was sent to surgery to have a portion of the catheter removed. The index procedure identified five target lesions. The physician advanced a taxus express2 2.50x16mm stent to the distal circumflex (cx). The physician was unable to cross the lesion with this device. The undeployed stent was removed from the patient's body and the physician attempted to cross with another 2.50x16mm taxus express2 stent. It crossed the lesion and was deployed. While withdrawing the stent delivery system, the catheter broke at the wire insertion port. It was decided to refer the patient for surgery to remove the distal portion of the catheter inside the patient's body. Thirty minutes later, the patient became hypotensive and went into cardiogenic shock. The surgery was successful in removing the fractured portion of the catheter. After the procedure, the patient remained in cardiogenic shock, was in renal failure and coagulopathy. The patient expired nine days later. The cause of death was indicated as "cardiogenic shock". Per the investigator, the relationship of the events to the device and the index procedure are both "highly probable."